Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The motor error alarm and compromised force sensor system error alarm were unable to be verified due to prime anomaly. The occlusion and no delivery tests were unable to be performed due to prime anomaly. The insulin pump had scratches on the display window and the motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, compromised force sensor system error alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 503 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they had a motor position encoder error alarm as well. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.